Manufacturer narrative:
This event is pending investigation. Once additonal information is received, a supplemental will be filed accordingly.

Event description:
It was reported that a patient had an alleged infection and elected to have an amputation. This patient was implanted with a my3d personalized solutions pelvis implant and 10 my3d personalized pelvic reconstruction cancellous bone screws. The patient's index surgery occurred on (B)(6) 2023. All implanted devices were explanted on (B)(6) 2024. This event will be reportable to the FDA as a serious injury due to the revision procedure. This report captures one my3d personalized pelvic reconstruction cancellous bone screw.

Manufacturer narrative:
It was reported that the patient had an alleged infection and elected to have an amputation. This patient was implanted with a my3d personalized solutions pelvic implant (cleared through the compassionate use pathway) and my3d personalized pelvic reconstruction system cancellous bone screws. The patient's index surgery occurred on (B)(6) 2023. All implanted devices were explanted on (B)(6) 2024. Additional information regarding this event and devices implanted were not available for investigation, therefore, the root cause of the patient's alleged infection could not be determined.